Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman delivery system (wds), with the implant partially deployed outside of the sheath, with 7 mm outside of the tip. The implant was fully deployed during the lab investigation, and the implant was consistent with the reported information. The hub, valve, sheath, tip, and core wire were microscopically and tactile inspected. Inspection revealed tip damage (tricuts flared and bent/ abrasions/markerband dented/flattened), sheath damage (abrasions/flattened/crumpled), numerous kinks in the sheath and anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman® laa closure device & delivery system was selected for use. The closure device was deployed, but it did not meet the release criteria. Therefore, it was fully recaptured. After the recapture, it was noticed the delivery system was kinked. The procedure was completed with another watchman® laa closure device & delivery system. There were no patient complications and the patient's status was stable.